Event description:
It was reported that the patient experienced inappropriate shocks. Interrogation showed noise on the right ventricular lead. Clavicular crush damage was suspected. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis revealed that the proximal insulation was abraded between 20.2 cm and 20.9 cm from the connector pin due to clavicular crush. As a result, the proximal coil wires fractured. The distal insulation was also abraded at 20.8 cm from the connector pin which could have resulted in noise.